Event description:
Subsequent to the initial medwatch, additional information was received reporting that the target lesion was the distal right coronary artery (rca) with mild tortuosity. The pressure of all dilatations was 16 atmospheres. The patient outcome was good. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood in the balloon, in the inflation lumen and in the guide wire lumen. There was no contrast visible and the balloon was loosely folded. There was no damage noted to the sds. Blood inside the inflation lumen is consistent with the reported balloon rupture inside the patient. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. A new indeflator was used to pressurize the balloon to rated burst pressure (rbp) of 16 atmospheres(atm) and fluid leaked from a pinhole in the distal end of the proximal balloon marker. There were no scratches found and could not determine if the pinhole was along a crease or fold in the balloon. Scanning electron microscopy (sem) analysis indicated that the balloon failure may be attribute to mechanical damage to the outer surface. The leak was located at the proximal ring and stent strut impression. The balloon was inflated to 16 atm three times. On the third inflation the balloon ruptured at rbp. It appears that the interaction with the balloon inside the stent during the multiple inflations contributed to the balloon rupture. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot that could have contributed to this complaint. The balloon rupture appears to be related to operational context and there are no indications of a product quality deficiency. All stent delivery system (sds) are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.

Event description:
It was reported that after the promus stent was implanted, post-dilatation was performed with the stent delivery system (sds) balloon. Post-dilatation was performed twice and upon the second inflation, the balloon ruptured inside the promus stent. There was no calcification in the lesion. Inflation was performed three times in total: first when stent was implanted, 2nd and 3rd: during post-dilatation. No pt effects were reported. No additional info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.